Manufacturer narrative:
The device was returned for evaluation. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional proglide device with reported issue referenced is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the left common femoral vein was attempted with two proglide devices using the pre-close technique via a 6f sheath hole prior to an ablation interventional procedure. Reportedly, the plunger jammed and could not be deployed. This occurred with both proglide devices. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 11f and the ablation procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported mechanical jam with plunger was confirmed based on the returned device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. A conclusive cause for the reported difficulty could not be determined based on the returned device condition. Factors that contribute to mechanical jam with the plunger may include, but are not limited to, high deployment force, out of sequence plunger deployment, premature ejection of suture needle tip, resulting in broken trigger boss or twisting the device during deployment. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.